Event description:
A customer reported she received the following erratic readings on her blood glucose meter within 10 minutes: 498 mg/dl and 118 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that pt was stable and rn called to troubleshoot her central lumen aline. Rn reported a completely flat waveform with no numbers present. Rn stated that the aline was slaved "to the monitor" and monitor was the source selected on pump. The aline was patent and flushed with no difficulty. The waveform on the bedside monitor was good and pressures were good. The clinical support specialist (css) explained to rn that if the waveform was good on the monitor then there must be an issue with the signal related to the slave. Rn had already switched the cable with no improvement. Css recommended that rn switched the central lumen to a direct connect to the pump. Css and rn discussed why although slaving can be done, it is not the recommended method. Css offered to assist rn while rn did the switch, but rn stated that she needed to locate a cable. Rn said she would have no difficulty in making the switch.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 0918128 were returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the device is returned and investigation is complete.